Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. Customer¿s blood glucose levels were 517 mg/dl, 515 mg/dl and greater than 250 mg/dl. Customer stated that the drive support cap was not damaged. Troubleshooting was performed. The insulin pump will not be returned for analysis.